Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was unable to finish troubleshooting with tandem technical support but was advised to reset the pump to resolve the issue and to follow up with technical support if any issues persisted.